Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0413 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reyk0413) have been reported from the same (B)(4) facility. The device has not been returned to the manufacturer, at this time for evaluation.

Event description:
It was reported that PICC was leaking at insertion site when flushed. Nursing staff pulled both lines. Staff reported the PICC appeared to have been kinked with split in catheter close to kink. PICC did not insert near cubital fossa. Patient had problems with administering of meds/fluids previously - PICC would only flush when arm position adjusted (suggestive of internal malposition / kink). Patient changed to oral medication. No ongoing problems so far.